Event description:
It was reported while testing with the bd bactec¿ fx, instrument top, packaged system a false positive result was obtained. Confirmatory testing was performed using gram stains and plate culture. There was no report of patient impact. The following information was provided by the initial reporter: customer informs us that she had a bottle that came out (B)(6) n ° (B)(4). It seems that the bottle has a defect. Erroneous results, yes detailed erroneous results. The customer check the vials, the coating on the bottom was not seated properly. It's a reagent issue. Negative result confirmation test gram stain and plate culture. The customer repeat the simple it's negative detailed medical intervention translation detailed erroneous results translation. The customer check the vials, the coating on the bottom was not seated properly. It's a reagent issue. Negative result confirmation test gram stain and plate culture. The customer repeat the simple it's negative

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer confirmed that the false positives are caused due to the reagent issue this is an unconfirmed failure of the bd product as the issue is caused due to the reagent issue. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device installed on 6/6/2018. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was reagent issue. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. See h.10.

Event description:
It was reported while testing with the bd bactec¿ fx, instrument top, packaged system a false positive result was obtained. Confirmatory testing was performed using gram stains and plate culture. There was no report of patient impact. The following information was provided by the initial reporter: customer informs us that she had a bottle that came out false positive n ° (B)(6). It seems that the bottle has a defect erroneous results = yes detailed erroneous results - the customer check the vials, the coating on the bottom was not seated properly. It's a reagent issue. Negative result confirmation test gram stain and plate culture. The customer repeat the simple it's negative detailed medical intervention translatio detailed erroneous results translation - the customer check the vials, the coating on the bottom was not seated properly. It's a reagent issue. Negative result confirmation test gram stain and plate culture. The customer repeat the simple it's negative.